Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit was received with contamination contact pins# 1-3. However, the device passed the functional testing.

Event description:
Customer reported receiving a sensor error alarm and stated that the difference between the blood glucose readings and sensor glucose readings have been over 100 points. The test plug procedure was conducted and failed. Customer's blood glucose reading at the time of the call was 437 mg/dl and has treated with the insulin pump. No further information reported.